Manufacturer narrative:
(B)(4). Conclusion: stent graft was implanted in zone 1.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of 6.3 cm thoracic aortic aneurysm and a > 300 mm chronic descending thoracic dissection. Ascending arch diameter is 36-38 mm, distal to the lcca is 33 mm, diameter at lsa/dissection fenestration 32mm, true/false lumen combined diameter 5.6cm, true/false lumen combined diameter at sma 37mm, dissection terminates at both hypo junctions. The 40x200 valiant was the proximal stent graft and the 42x38x150 valiant was the distal stent graft. It was reported that after the stent grafts were implanted, the final angio run showed a type ia endoleak due to an unknown cause; however, the patient was heavily heparinized. The lsa was ligated and another picture was taken. The type ia endoleak was still present but it diminished. It was also noted that the patient also had de-branching at the time of implant and the stent graft was landed at the innominate artery. Somehow during the de-branching an air embolus got into the heart and the patient had a reaction to this. The patient remained incubated overnight but has now woken up and was moving all extremities. The decision was made to monitor the patient. The patient was taken to the unit where treatment was continued for the air embolism in the heart. The patient also had a spinal drain and that was removed two days after the procedure. At that time all extremities were moving and the patient was being considered to be moved down to the regular cardiac floor when he started to show signs of delayed paralysis. A spinal drain was then placed again and the patient was intubated over the weekend. When the spinal drain was removed for the second time, the patient had regained sensory but no motor skills and could not move their legs. The patient was then taken for an MRI to determine the level of injury. At the same time the patient also started to exhibit different personality signs (became violent during the MRI). It was reported that the patient passed away eight days post implant from a pulmonary embolism.